Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article citation: cevik, m., erek, e., & akcay, a. (2019). Cardiac tamponed during insertion of a hickman catheter [abstract]. Journal of vascular access (netherlands), 20(1). [(B)(4)].

Event description:
It was reported in an abstract in the journal of vascular access titled "cardiac tamponed during insertion of a hickman catheter" that a catheter was placed via the right jugular vein under fluoroscopy and ultrasonography with thalassemia in a patient hospitalized for bone marrow transplant. The patient developed hypoxia hypotension and tachycardia eight hours after the catheter was placed. An emergency median sternotomy was performed and a small perforation in the right atrium was sutured. The patient was later discharged. Postoperative ultrasound demonstrated hemorrhagic cardiac tamponade.